Event description:
Prior to use in the patient, the orbit mini complex fill2.5x3.5 coil ((B)(4)) released from the delivery system during purging of air. The device was changed to another coil ((B)(4)) to complete the procedure. After the event, the same syringe was used with the next device, and during purge, the pressure in the dcs syringe was increased by rotating the knob clockwise until the pressure gauge indicator entered position 1, blue zone. The pressure was not exceeded beyond the red line beyond position 1 during any part of the purging operation. During purging, the pressure was held in position 1, blue zone, for at least 30 seconds, and after 30 seconds of purging, the syringe knob was rotated counterclockwise until the pressure gauge indicator returns to position 2, orange zone. After the event, no other damages were noticed on any section of the device. There was no patient injury, and the component will be return for analysis without the coil.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
Prior to use in the patient, the orbit mini complex fill 2.5x3.5 coil (637mf2535/ 15547389) released from the delivery system during purging of air. The device was changed to another coil (637mf0201) to complete the procedure. After the event, the same syringe was used with the next device, and during purge, the pressure in the dcs syringe was increased by rotating the knob clockwise until the pressure gauge indicator entered position 1, blue zone. The pressure was not exceeded beyond the red line beyond position 1 during any part of the purging operation. During purging, the pressure was held in position 1, blue zone, for at least 30 seconds, and after 30 seconds of purging, the syringe knob was rotated counterclockwise until the pressure gauge indicator returns to position 2, orange zone. After the event, no other damages were noticed on any section of the device. There was no patient injury, and the component will be return for analysis without the coil. A non-sterile orbit mini complex fill2.5x3.5 received coiled inside of a plastic bag. The hypotube was found kinked at 9, 33 and 124cm from hub. The introducer was received zipped without damage. The support coil and gripper were found inside of the introducer while the embolic coil was not received for evaluation. The gripper was inspected under microscope, no obstructions or damage was noted on the purge hole, also marks of the embolic coil was attached to the gripper can be observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported coil premature to detachment could not be evaluated. The cause of the damages found on the device could not be conclusively determined, however it was noted that after removal there were no damages on the device. The damages found on the device may have occurred during shipping or at point after the removal from the patient. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process additionally inspections are in place that prevents this kind of damages leaving from the facility. Based on the available information procedural factors may have contributed to the event. Therefore no corrective actions will be taken.